Event description:
It was reported that during an unknown procedure, two hand pieces were identified as failing tests. One had 34 uses remaining and the other had 38. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. There was moisture evidence and the acoustic isolator was found to be torn. The handpiece has a number of seals to prevent fluids from entering the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.